Event description:
Reference number (B)(4). Event occured in the united states. Patient faced two bent cannulas event on (B)(6) 2025. The patient encountered symptoms within 3 hours after insertion. The insertion site was in the abdominal region. The patient's blood glucose levels were 520 mg/dl. To manage the elevated blood glucose, the patient administered multiple daily injections (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.